Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. However, media analysis on the photo attached confirmed the broke/ partially detach of the tubing set of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that during a procedure to treat atrial fibrillation, the intellanav mifi open-irrigated catheter had the fluid line/port severed which resulted on the excessive temperature error message. The catheter was replaced with another of the same model, and the procedure was successfully completed with no patient complications. The device was disposed of and therefore will not be returned for analysis.